Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. No further details will be provided. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The external visual inspection revealed a slice of the tubing near fantail, and the electrode was kinked. These are believed to have occurred during revision surgery. Photographic imaging inspection revealed broken wires on the fantail by the pins. This is believed to have occurred during revision surgery. System lock could not be obtained at any spacing. An electrical test could not be performed due to no lock. The device passed the electrical tests performed. The device failed the residual gas analysis (rga) test. It is believed that the failure of this ics device was caused by a loss of hermetic seal, which was concluded from the assessment of the rga data. This older device configuration is no longer manufactured. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
The recipient reportedly experienced loss of lock. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The company was informed that the recipient's device will be explanted. Advanced bionics is in the process of gathering further information. Once more information is received a supplemental report will be submitted.